Event description:
It was reported that balloon rupture occurred. The 53% stenosed target lesion was located in the non-tortuous and non-calcified common and external iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, on the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed successfully from the patient. The procedure was completed with another of the same device. There were no patient complications reported.